Event description:
Hcp reported battery replacement. The device was returned to the manufacturer for analysis. Rotor test done with no reported results. A follow-up report will be sent when additional information is received.